Event description:
It was reported that there was farfield oversensing along with oversensing of noise the right atrial (ra) channel. Boston scientific engineering reviewed and found that the ra channel sensitivity was set to 0.25 mv and discussed that this is a very sensitive setting. Ts discussed programming options including adjusting the atrial cross chamber blanking period. Over one year later there was additional oversensing of noise. Boston scientific technical services reviewed the stored information and determined some of the noise appeared consistent with minute ventilation sensor oversensing. Variations in impedance measurements up to 1000 ohms on another manufacturer's ra lead were also observed. Ts discussed programming options and noted that the myopotential noise may indicate an insulation issue with the other manufacturer's ra lead. The pacemaker remains in service and no adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additional investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information was received that the device was electively explanted during a lead revision procedure. During the procedure both the other manufacturer's ra and rv leads were surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additional investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additional investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that there was farfield oversensing along with oversensing of noise the right atrial (ra) channel. Boston scientific engineering reviewed and found that the ra channel sensitivity was set to 0.25 mv and discussed that this is a very sensitive setting. Ts discussed programming options including adjusting the atrial cross chamber blanking period. Over one year later there was additional oversensing of noise. Boston scientific technical services reviewed the stored information and determined some of the noise appeared consistent with minute ventilation sensor oversensing. Variations in impedance measurements up to 1000 ohms on another manufacturer's ra lead were also observed. Ts discussed programming options and noted that the myopotential noise may indicate an insulation issue with the other manufacturer's ra lead. The pacemaker remains in service and no adverse patient effects were reported.